Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the patient had lost weight. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which their system was explanted. There were no complications during the procedure. The patient's discomfort was later resolved.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction section h6: health effect, clinical code should have been 4561 in the initial report, instead of 2330. This correction is reflected in this additional report 2.